Event description:
The customer reported that the tram module provided an inaccurate low invasive blood pressure. There was no patient consequence as the issue was discovered prior to patient use

Manufacturer narrative:
Investigation revealed the tram module was approximately 8 years old. The tram was tested in depot repair and found to read 60/80 mmhg on bp2 when connected to a simulator set to 120/80 mmhg. Based on the repair information provided, the tram 451n das module (p/n 417121-004) was replaced to correct the reported problem. Further investigation into the reported failure could not be completed as the das module was scrapped. There are no cic or other tram 451n logs for investigation. Root cause was identified to be a failed tram das module based on the service information provided by depot repair. Further investigation into the root cause could not be completed since the failed das module was scrapped. Corrrection: date of event: was: unknown - is: (B)(6) 2014.

Manufacturer narrative:
(B)(4). Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.